Event description:
It was reported there was oversensing in both the atrial and ventricular leads, and a physician determined they should be replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.